Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unable to perform displacement test due to display anomaly. Unit also received with missing display window cover and faded serial number label. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack on screen. Customer stated that while playing golf his insulin pump might had hit on the screen on the steering wheel. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.